Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. Reported that the customer experiences a fuzzy image when using co2 with a gif-h190 scope, while image quality remains normal when using air. Limited information was provided, including absence of serial numbers and procedural details. No known prior similar issues. Sales rep will visit the facility for further investigation and was advised to assess for possible lens fogging when co2 is in use.

Event description:
The customer reported image would be fuzzy during unspecified procedure involving an olympus gastrointestinal videoscope. The customer suspected that the cause of the image would be fuzzy was due to use of co2. There was no patient injury reported.